Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Blurry image due to rust/dust inside charge coupled device (ccd). The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. In addition, coupler is loose and failed water leak test from cable. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU) and no anomalies were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head malfunctioned and noticed there was a ¿bad image¿ on the screen monitor. The issue happened in an unspecified procedure. There was no report of patient harm associated with the event.